Event description:
It was reported that the pt was not able to adjust the stimulation. The device was confirmed to be on. Pt was advised that next time checking the device should contact a company rep. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).